Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert. It was further reported that following a fall the patient had sustained, the impedance on the lead decreased and there was oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.